Event description:
Customer reported to baxter that four cryocyte bags were frozen with stem cells for eleven days. One of the bags broke during storing. The patient was not given the cells in the broken bag. No adverse events were reported related to this event. No additional information has been received, though information has been requested.

Manufacturer narrative:
The product has not been returned for evaluation. Production records for lot number h01k15138 were reviewed and no aberrances were noted. Should additional information become available, a follow up report will be submitted.